Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer switched two different monitors and two sets of sdi video cables with no resolution. Both sdi outputs were tried, but had the same result. If the customer switched to digital visual interface (dvi), the video was fine. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the programmable input processor connector was damaged and the video connector latch was worn out, which caused poor connection with pigtails. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was no video from the serial digital interface (sdi) on the evis exera iii video system center. During the testing and inspection of the returned device, a faulty printed circuit board occurred, causing no image. There were no reports of patient harm associated with this event. The report is being submitted due to the damaged printed circuit board found during evaluation.

Event description:
Additional information received from the customer reported the unit was used for doing vessel harvesting in one of the heart rooms. During the process of adding a transmitter, printer and computer, the customer could no longer get a video signal out of either serial digital interface (sdi) outputs.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, faulty circuit board was confirmed. The faulty board likely caused there to be no video in serial digital interface (sdi). Olympus will continue to monitor field performance for this device.